Event description:
It was reported that the patient wants the device to be removed, because it is not working for him. The patient reports a beep-like sound regardless of the use of the audio processor. The patient also reports pain and swelling and that he has a cough due to the device and sometimes coughs up blood. The surgeon referred him to a dentist. As per information received on 10/23/2014, there are concerns that the patient's complaints are non-organic and that possibly another department, rather than otolaryngology or audiology, will further evaluate the patient. However, explantation is to be performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.